Manufacturer narrative:
Document review: quadra h cementless femoral stem size 2 lat short neck ref. 01.12.32sn/lot 100290 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The (B)(4) stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp# (B)(4).